Event description:
A distributor reported an issue with a 14cm solero applicator. The applicator was tested, with no issues, at 100w for 30 seconds; therefore, the generator was set at 60w for 2 minutes. The patient had two tumors, each approximately 2cm. The applicator was percutaneously placed under CT guidance with no issues or resistance. The first ablation was performed. The second and third ablations were successfully performed at 100w for 2 minutes; however, when the physician withdrew the applicator, the tip was found to be broken. The tip was not broken at the junction of the tip and the stainless steel is broken but in the middle of the tip itself and the ceramic end remains in the patient's liver. There were no error codes during the procedure, and the applicator had been removed and inspected between each ablation, at which time, there was no damge or defects observed. No other tools had been used during the procedure. The decision was made to leave the fragment in situ and monitor the patient. The remaining procedure was completed with another applicator.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Manufacturer narrative:
Complaint sample shipment was confirmed to be received at the queensbury facility but package was lost/missplaced, therefore a complaint sample evaluation was unable to be performed. A photo was provided for this complaint showing the distal portion of the white ceramic tip detached. The customer's reported complaint description of "tip detached" was confirmed based on the provided photo showing the distal portion of the white ceramic tip detached although the photo was provided, without receiving a sample a definitive root cause cannot be determined. The appearance of the fractured tip from the picture looks similar to tip detached complaint samples that exhibited a thermal event (melted the center conductor that fractures and detaches the ceramic tip); this is potential root cause for this event. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {14600973-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).